Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight and ethnicity and race were not provided for reporting. This report is for (band aid brand plastic extra wide 40 quilt (B)(4)). Device is not distributed in the united states, but is similar to device marketed in the USA (bab plastic assorted 20s USA (B)(4)). UDI #: (B)(4), upc = (B)(4), exp date = 12/31/2021, lot number = (10)190102a. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: unknown blood pressure table & unknown dosage. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. Device is not distributed in the united states, but is similar to device marketed in the USA (bab plastic assorted 20s USA (B)(4)). This is one of six medwatches being submitted as three band aid brand plastic extra wide & three band-aid clear strips were involved in this event. See medwatch 8041154-2019-00048, 8041154-2019-00049, 8041154-2019-00050, 8041154-2019-00051 & 8041154-2019-00053. The same patient is represented in each. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer called to report an event while using band aid brand plastic extra wide. The consumer stated he had a legion on his throat and used band-aid clear strips. The consumer had difficulty removing the product. The consumer stated that his skin was irritated and inflamed. The consumer sought medical attention from his health care provider (hcp). The consumer was prescribed elocon ointment to treat the symptoms. The symptoms have resolved. The hcp recommended a biopsy for his pre-existing lesion. This is one of six medwatches being submitted as three band aid brand plastic extra wide. Three band-aid clear strips were involved in this event. See medwatch 8041154-2019-00048, 8041154-2019-00049, 8041154-2019-00050, 8041154-2019-00051, 8041154-2019-00053. The same patient is represented in each.